Event description:
It was reported that there was noise on the right atrial (ra) lead channel of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed presenting electrogram (egm) of this ICD and found respiratory rate trend (rrt) noise and atrial oversensing which resulted in stored episodes of atrial tachy response (atr). There were also episodes of pacemaker mediated tachycardia (pmt) which were successfully terminated by the pmt algorithm. It was also observed that there had been an out-of-range ra pacing lead impedance (pli) measurement greater than 3000 ohms. No pacing inhibition greater than two seconds was observed. It was noted that this ICD was running an older version of firmware so ts recommended device be updated with a programmer and then reprogramming be performed. No adverse patient effects were reported. Currently, this ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was noise on the right atrial (ra) lead channel of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed presenting electrogram (egm) of this ICD and found respiratory rate trend (rrt) noise and atrial oversensing which resulted in stored episodes of atrial tachy response (atr). There were also episodes of pacemaker mediated tachycardia (pmt) which were successfully terminated by the pmt algorithm. It was also observed that there had been an out-of-range ra pacing lead impedance (pli) measurement greater than 3000 ohms. No pacing inhibition greater than two seconds was observed. It was noted that this ICD was running an older version of firmware so ts recommended device be updated with a programmer and then reprogramming be performed. No adverse patient effects were reported. Currently, this ICD system remains in service.